Event description:
It was reported that an 82 yo male patient, initial right total hip arthroplasty on (B)(6) 2015, underwent a revision procedure on (B)(6) 2023, approximately 7 years 7 months post the initial procedure. The patient presented to the surgeon with complaints of pain and dissatisfaction with their right primary exactech hip. The patient had a recalled gxl poly liner and was booked for revision surgery. They underwent a hip poly liner and head swap. There were no surgical delays or device breakages reported. The patient was last known to be in stable condition following the event. No devices are returning. The implants were required to be sent to the lab at the hospital and then legal. No further information.

Manufacturer narrative:
10: concomitants: 101-45-40 - 4.5mm drill bit 40mm 4016469. 188-01-11 - wedge plasma x/o sz 11 4088217. 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 4119805. 186-01-58 - integrip cc, cluster 58mm, g3 4133299. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.